Event description:
It was reported that the patient was started on 4 mg/day of morphine when the pump system was implanted. When the patient reached 11 mg/day of 24 mg/ml morphine he was switched to 4 mg/day of 8 mg/ml dilaudid. A catheter dye study in 2007 was normal. A granuloma was identified per MRI in 2008. Prialt has since been added to the pump, with dilaudid. The patient had no neurological symptoms, but did have a rapid acceleration of dose requirements with diminishing clinical effect. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.